Event description:
It was reported that during testing conducted at the user facility that the device trigger was sticking, causing the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event of the trigger sticking causing the device to run-on was reported in error. The sticky trigger did not cause the device to run on. A sticky trigger is considered a user annoyance and is not likely to result in serious injury or death. No serious injury or death was reported with this event and this event is not likely to cause serious injury or death if it were to occur again in the future.

Event description:
It was reported that during testing conducted at the user facility that the device trigger was sticking; however, it was confirmed that the trigger sticking did not cause the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.